Event description:
This patient presented with elevated thresholds on (B)(6) 2011. A lead revision was successfully performed on (B)(6) 2011. All records indicate that this lead remains actively implanted. Should additional information become available, this event will be updated.